Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: traumatic kyphosis. Type of procedure: psf (posterior spinal fusion) levels implanted: t11-l1. It was reported that on post-op, the lower screw of construct was disconnected. No patient complications occurred as a result of this event.

Manufacturer narrative:
Product analysis: two bone screws of same part lot shows a heavy amount of rubbing inside the saddle. There are gouges in the saddle where it appears the end of the rod was displacing material for the saddle. It would appear that this one screw was located the end of the construct. The witness marks inside the saddle appear to be fairly uniformed there does appear to have been some movement of the rod inside the saddle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: post-op, x-rays for posterior spinal instrumentation of compression fracture at t12 in patient with scheuermann kyphosis show rod slippage through the interior aspect of the l3 screw head. Correction of this type of deformity should be undertaken after an assessment of the whole spine/sagittal balance. It appears that the kyphosis was corrected initially, possible simply by laying the patient prone. For this type of pathology/ longer constructs with thoracic osteotomies use often necessary to achieve proper sagittal balance. If information is provided in the future, a supplemental report will be issued.